Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the patient with this device was seen clinically post shock. The evaluation of the delivered shock was confirmed due to oversensing while programmed in alternate vector. The physician elected to reprogram to secondary post automatic setup verification. Additionally, data from the device was submitted for a battery consumption evaluation. Engineers confirmed the rate of depletion usage was abnormally increased however a two month replacement window was guaranteed. Subsequently, the device was explanted and returned for analysis. No adverse effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device was seen clinically post shock. The evaluation of the delivered shock was confirmed due to oversensing while programmed in alternate vector. The physician elected to reprogram to secondary post automatic setup verification. Additionally, data from the device was submitted for a battery consumption evaluation. Engineers confirmed the rate of depletion usage was abnormally increased however a two month replacement window was guaranteed. Subsequently, the device was explanted and is intended to be returned for analysis. No adverse effects were reported.